Manufacturer narrative:
Trackwise - (B)(4) updated field: b4, b6, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 08/18/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact slightly open jaws. An unknown piece of material with a tiny screw was observed in the photographs. No other visual defects were observed in the photograph. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. An unknown piece of material with a tiny screw was returned for evaluation. No additional testing was conducted due to return of the screw. Based on the returned condition of the device as well as the evaluation results and non-return of the unknown material, the reported failure "detachment of device or device component" was confirmed. A manufacturing engineering evaluation conducted. The complaint device showed signs of clinical use. The reported failure of "detachment of device or device component" was confirmed. During the evaluation of the device, it was observed that one clevis was not affixed to the shaft tip and the other clevis was partially still affixed to the shaft tip. It was also observed that the pivot pin was not in place. There was no damage on the clevis pin. The issue of the detached pivot pin is likely attributed to the shrink tubing getting shifted during surgery and exposing the pivot pin. The detached clevis and pivot pin is most likely attributed to the shrink tubing getting shifted during surgery and exposing the pivot pin. With the pivot pin exposed, the most probable root cause was the pivot pin of detaching from the device if handled improperly during surgery. Based on the manufacturing engineering evaluation results, the reported failure "detachment of device or device component" was confirmed. The lot # 3000490702 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
The hospital reported that during branch division, vasoview hemopro 2 shears had come apart at the connection point of the shears. They noticed the white connection piece growing wider, they thought it looked strange and removed it from the patient's leg. Once out of the leg the piece separated and they retained the piece/and or rivet for the complaint. They completed the case with another kit; nothing was retained in the patients leg. Per the photo, it shows that the white connection piece has separated.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). Updated sections: b4,b5,g3,g6,h2, h6,h11.

Event description:
The hospital reported that during branch division, vasoview hemopro 2 shears had come apart at the connection point of the shears. They noticed the white connection piece growing wider, they thought it looked strange and removed it from the patient's leg. Once out of the leg the piece separated and they retained the piece/and or rivet for the complaint. They completed the case with another kit, nothing was retained in the patients leg. Nothing has been removed from the patient's leg. Per the photo, it shows that the white connection piece has separated. There was no patient harm. Minimal delay, less than 5 min.